Manufacturer narrative:
Additional information was added to b5, h4 and h6. B5: the device was filled with cytostatic solution. H4: the lot was manufactured from february 3, 2020 - february 4, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contents of a small volume folfusor had flowed to the bottom of the laminar cabinet. This issue was discovered during filling. There was no patient involvement. No additional information is available.